Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call being hospitalized due to high blood glucose levels on (B)(6) 2015. The customer's blood glucose was over 600 mg/dl upon admission. The customer did not observe any significant events leading to the event. She was already in the hospital and was advised that she would be watched overnight. She reported that she was not provided with the cause of hospitalization. The customer stated that the blood glucose lowered to 366 mg/dl when she was discharged. She stated that she had changed the insertion site as recommended. She declined to check her settings. She stated that she had been changing the site and bolusing again, but it did not seem to help. The customer stated that the high blood glucose issue had started on (B)(6) 2015. The territory manager believed that the customer may not have been completing the fill tubing step. She was advised to change the entire infusion set system and treat per doctor's instructions.